Manufacturer narrative:
The serial number provided was invalid so it was not possible to determine a manufacture date.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Event description:
The customer received high out of range control results of 172 and 173mg/dl on the contour next usb meter. The meter did not automatically mark them as a control tests, which will be displayed as a blood results when accessing the meter¿s memory.no adverse event was alleged.reagent information was not provided.the customer felt he had resolved the issue and does not want to return product.product was not replaced.